Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon reviewing the electrogram, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing episodes with possible myopotential oversensing. The device was reprogrammed. The patient will continue to be monitored.